Event description:
It was reported that two of the same model leads were attempted but were not implanted as the implanter encountered the same stylet resistance in the leads during lead positioning. Neither lead was used and a different model lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).